Event description:
It was reported that, during episodes reviewing, an inappropriate atrial tachy response (atr) was found due to farfield oversensing. This pacemaker was explanted due to normal battery depletion. No adverse patient effects were reported.